Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 300 mg/dl and a correction bolus was delivered to address the bg levels. A system check was performed with the current supplies and the cartridge and infusion set tubing were found to be operating as expected. The customer declined to remove the infusion set site to inspect the cannula. During the system check, the customer attempted to deliver a bolus while disconnected and an occlusion alarm was immediately received. The contact reported that the pump would continue to be used for insulin therapy.